Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation confirmed the reported fault as upon receipt the device could not be powered on with the returned pad-pak installed. Further investigation of the returned pad-pak revealed that the solder joint on the -ve terminal spot-welded tab had not been wetted sufficiently between it and a leg of the fuse. This had resulted in the fuse being disconnected and thus resulting in no powered being supplied to the device. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.